Event description:
Customer reported bravo ph capsule failed to attach. Capsule fell into patient's stomach when deployed. Capsule was retrieved with a roth net. There was no harm to the patient or user.